Manufacturer narrative:
The visual and functional inspection prior to the repair showed that the head of the instrument had a dent which shows that the product received a strong hit, e.g. From a drop. The dent did not directly affect the function of the push button. The test run did show that the instrument did run out of specification. The heat up was reproducible. After disassembling of the product, it got visible that the push button had a groove worn into it. This indicates that it has been pressed while the product was operating which causes quick heat up. Root cause could be that either product has been used to retract soft tissue (e.g. Cheek, tongue, lip) or that push button stuck in at that time due to dent which is not reproducible anymore. A drop could also cause an internal misalignment of the component which leads to tension in the bearings and hence stronger wear and heat up. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
The dental office did just recall that during a dental treatment the handpiece heated up and caused a burn on corner of lip. All other information are best estimate or not available.